Manufacturer narrative:
Other, other text: a sample was returned to manufacturing for investigation. Visual inspection and functional testing were performed. The tamper seal was missing. System fault error was found in the event history log. Performed functional check and found multiple error code 46828 message in pump and event history log. Customer problem was verified but not duplicated. During investigation. Found an error 46828 message in the device information folder and in the pump's event history logs. Cleared and reinstalled software applications. Product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a DHR review was not performed. Service history review identified this device has not been in for service previously.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Operator of device: is unknown. No information has been provided to date.

Event description:
It was reported that during a returned order service a system faulty error occurred. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.